Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was impacted (300 mg/dl). In a follow up call the customer reported that she was hospitalized with blood glucose levels of 700 mg/dl. The customer was treated with insulin and fluids. The customer was released the same day with her blood glucose levels down to 400 mg/dl.

Manufacturer narrative:
Follow up with customer on (B)(6) 2014 indicates that the customer's blood glucose level is stable. The device has not yet been received for evaluation. If the device is ultimately received a supplemental form will be submitted.